Manufacturer narrative:
Visual inspection found no anomalies. The damage found was sustained during procedure. (B)(4).

Event description:
It was reported the asymptomatic patient's right atrial lead was observed to be dislodged via x-ray. During the revision procedure, the lead became dislodged again. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.